Event description:
The patient claimed that bouls buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, investigation is not complete. Once the investigation is done, lfs will send a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation confirmed that the audio bolus button is unresponsive. Investigation revealed that the bolus button plug was misaligned. Evaluation revealed that all other keypad buttons are responding appropriately, and there was no damage found to the keypad.